Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of log file for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. The log file shows multiple successfully performed treatments. The reported treatment could be identified in the log file. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. Treatment for right eye (od) was finished successfully without any issue. The flap thickness was thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause could be identified. Review concluded as follows: it was reported that after a flap treatment the flap on the right eye could not be lifted. The surgeon used a blade to dissect and lift the flap prior to completing the treatment. The treatment report shows a vgb (vertical gas breakthrough) at the inferior part of the cornea. It is not apparent, why the surgeon has not stopped the treatment at the point where the vgb appeared. According to the treatment report, the desired flap thickness was 100¿m only. However, fluid and corneal lacrimation might have built a fluid layer, additionally reducing the flap thickness. The decision to lift the flap in such a case is clearly within the responsibility of the surgeon. Generally it is recommended to step off the foot pedal and stop the procedure, when a vgb appears and not to lift the flap. No technical root cause was identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that there was an incomplete flap during a lasik procedure. The surgeon used a blade to dissect and lift the flap and perform the laser treatment. Additional information has been requested.